Event description:
It was reported that the patient experienced pacemaker syndrome due to loss of atrial capture. The right atrial (ra) lead had also exhibited elevated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator (ipg), implanted (B)(6) 2013. (B)(4).